Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: liner 1: 0001825034-2019-02168, liner 2: 0001825034-2019-02170, cup: 0001825034-2019-02176.

Event description:
It was reported that during surgery the surgeon was unable to get two different g7 liners to seat in the acetabular shell. The surgery was completed with a third backup liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI# (B)(4). The reported event was considered confirmed as visual inspection the locking feature shows damage along with damage to the scallops. No damage visible on the outside radius of the liner. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.